Event description:
Procedure type: lap chole. According to the reporter: the pin from the foam locking collar fell out. The pin did not fall into the cavity. Patient's current condition is well. No patient injury was reported.

Manufacturer narrative:
Initial report sent: 10/19/2007.